Manufacturer narrative:
The biomedical engineer (bme) called technical support to report that the display was dim. The remote service engineer (rse) informed the bme of a possible issue with the inverter circuitry on the user interface (ui) printed circuit board assembly (pcba) or the nec display. The rse also advised the bme to reference the v60 service manual for the repair and provided the bme with the part numbers and prices of the second-generation ui pcba and second-generation nec liquid crystal display (lcd) assembly. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer.

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the display was dim. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was removed from service. The biomedical engineer (bme) called technical support to report that the display was dim. The remote service engineer (rse) informed the bme of a possible issue with the inverter circuitry on the user interface (ui) printed circuit board assembly (pcba) or the nec display. The rse also advised the bme to reference the v60 service manual (version t) for the repair and provided the bme with the part numbers and prices of the second-generation ui pcba and second-generation nec liquid crystal display (lcd) assembly. The investigation is ongoing.